Event description:
Modified radical mastectomy 1/87. Reconstruction x2, first with 400 cc gelimplant and then 450 cc gel implant 3/29/88.patient has been experiencing dermato-onycholysis, drainage from ears, red, patchy skin with scaling, joint pains, decreased sensation going down legs, numbness and pain/swelling in upper extremities, bilat., spasms of right pectoralis major muscle, increased fatigability, receding, thinning hair. Baker I capsule.